Event description:
The company was informed that the patient's device was explanted for due to device extrusion. The patient was not reimplanted. Advanced bionics is in the process of gathering more information. A supplemental report will be submitted once more information is obtained.